Event description:
It was reported that, "the pt presented in clinic four years post right total knee with pain. No indication of loosening, exostosis evident. Arthrotomy performed for removal of exostosis. Polyethylene insert showed no wear, but was replaced."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as pt requested to retain explants. If additional info becomes available then it will be submitted in a supplemental report.